Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint. The instrument was analyzed and found to exhibit imprecise motion when the master tool manipulator (mtm)s were manipulated. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation related to customer reported complaint was also identified: the fenestrated bipolar forceps instrument was found to have an input disk broken. Input disk #3 was found completely detached from the base of the housing.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument joint was moving without being operated by the customer. The procedure was completed. Intuitive surgical, inc. (Isi) has made attempts to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.